Event description:
It was observed during the device inspection, the gastrointestinal videoscope had foreign object clogging in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h8: usage of device is reuse a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to insufficient cleaning. However, a definitive root cause could not be determined. The suggested event can be detected / prevented by following the below instructions for use (IFU): the instruction manual operation manual ¿cf-ez1500dl/I, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿cf-ez1500dl/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.